Event description:
A mo ma ultra device was used in a patient. The target lesion located in the ica to cca was described as severely tortuous with 80% stenosis. The mo ma ultra device was delivered to target lesion with no issue reported. It was reported that the superior thyroid artery (sta) could not be protected due to its anatomy. Ivus was performed after eca balloon inflation, then the physician inflated cca balloon with no issue another manufacturer stent was deployed and another manufacturer balloon was inflated for post-dilatation. Aspiration was performed 4 times and confirmed no debris. Moma balloon was deflated with no issue reported. After the procedure neurological symptom was checked and partial blindness in right eye was suspected. Final check of angio images showed a suspect of debris occluded posterior trunk m3 in middle cerebral artery. Urokinaze was dosed. Partial blindness almost disappeared 7 days post procedure; however dose of anti-platelet drugs resulted in thrombocytopenia and the patient is determined to be continuously followed up. The physician commented that the event was related to the study device. Physician also commented that the thrombus may have flowed from the superior thyroid artery.

Event description:
The investigator assessed that the previously reported stroke event was related to the procedure.

Event description:
It was confirmed that the patient suffered a stroke post procedure. The patient was treated with an infusion. The investigator has assessed that the event was not related to the device. Patient is now in remission.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (systemic embolization/occlusion).

Manufacturer narrative:
(B)(4). Evaluation results: (it was reported that the superior thyroid artery could not be protected due to its anatomy therefore blood flow could not be blocked).

Event description:
The lesion was 53% stenosed and not 80% as previously reported. The onset of the previously reported stroke event was considered to have been triggered by thrombotic thrombocytopenic purpura (ttb).